Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx laa closure device & delivery system (wds) was implanted. The patient had a 17 months follow up transesophageal echocardiography (tee) and the physician identified a device related thrombus (drt) on the closure device. The patient will continue on oral anticoagulation (oac). There were no adverse event and no patient complications.

Manufacturer narrative:
B3: aware date was used as event date as actual event date was not known.